Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. The recipient was recommended device non-use.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis confirmed tool damage on the seam weld. This is believed to have occurred during revision surgery. The internal visual inspection revealed silver migration between some electrical components. In addition, a toroid inductor adhesive was delaminated. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feed thru seals. A corrective action was implemented. This is the final report.